Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in patient line during a low drain volume alarm occurred during fill 1 and was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause can be air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting for the reported low drain volume alarm, the home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp would need to start over with new supplies. The tsr assisted the hp with ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies, however, the cause of the air bubbles remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp felt that it might be her catheter giving her problems. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.